Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on "02 june 201" sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during surgical intervention to explant and replace the patient's leads (reference MFR. Report#: 3006705815-2017-01083 and 3006705815-2017-01084), the patient's ipg was placed into surgery mode pre-op. Following the procedure, attempts to connect with the ipg were unsuccessful. The clinician programmer also reflected a communication error message. Subsequently, the ipg was explanted and replaced with a new one. Effective therapy resumed following the procedure.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.